Manufacturer narrative:
C2/d10: concomitant product/therapy updated the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. All components were removed and a big air bubble inside the pump was observed. The outer silicone layer of the cylinders was teared and the dacron fiber was blood colored. The reservoir was tested and showed no issues except for body fluid inside. A new ipp system was implanted. The patient fully recovered.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. All components were removed and a big air bubble inside the pump was observed. The outer silicone layer of the cylinders was tarred and the dacron fiber was blood colored. The reservoir was tested and showed no issues except for body fluid inside. A new ipp system was implanted. The patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. All components were removed and a big air bubble inside the pump was observed. The outer silicone layer of the cylinders was teared and the dacron fiber was blood colored. The reservoir was tested and showed no issues except for body fluid inside. A new ipp system was implanted. The patient fully recovered.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported air in system was confirmed, as analysis identified leaks holes in both cylinders. The device met all manufacturing specifications prior to shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Both cylinders had broken fabric threads in the cylinder bodies that was result of wear at a fold; bulge was present when inflated with syringe. Both cylinders had leaks. Cylinder 1 has a hole from avulsion in the outer tube with broken fabric threads; cylinder 2 has multiple holes at corner of a fold. Cylinder 2 has a leak in the distal cylinder body that was the result of a sharp instrument damage. It was informed that the sharp instrument damage was occurred during decontamination process and it will considered be a secondary failure. Both cylinders were not pressure test due to that leak was identified. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination was identified. The identified fluid leak is also the probable cause of the reported air in system/component and mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.